Event description:
It was reported that the implantable neurostimulator (ins) and extension were revised (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v415236 implanted: (B)(6) 2010, product type: lead. (B)(4).